Event description:
It was reported that the size 9 rasp was seated in the femoral canal and a trial reduction was performed. The size 9 stem implant was then impacted into the femoral canal, but sat proud by the centimeter. The surgeon then implanted a size 7.5 stem which also sat proud. The size 7.5 stem was used to complete the procedure.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.